Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with stained end cap sticker, cracked case at display window corners, broken belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer stated that the bottom of the insulin pump, near the drive support cap, appeared burnt in color. Customer also reported a line across the drive support cap. Blood glucose level at the time of the incident was 314 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.